Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. Customer reloaded and loaded new cartridges to resolve the issue. Customer¿s blood glucose level was 125 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error/air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.